Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the opened auxiliary 2 drawer 7 sensor was popping from latch. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and required maintenance. The field service engineer (fse) had addressed an issue with drawer 7, an enhanced full-height cubie drawer in auxiliary 2, where the latch sensor was loose within the hard stop and occasionally moved out of place. The fse adjusted and reseated the sensor securely in its slot in the hard stop. Diagnostic testing was performed, including the diagnostics acceptance test, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the opened auxiliary 2 drawer 7 sensor was popping from latch. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.